Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event. Despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) showed a lead fault rl and external no cable message. There was no ECG available on screen. The customer changed leads, cable and patches. The customer switched to another iabp and the ECG picked up on the same cable. It is unknown if there was any patient harm/injury; however there was no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The full name of the event site was shortened due to field character limit; the full name is (B)(6). A supplemental report will be submitted if subsequent information is provided. Not returned.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) showed a lead fault rl and external no cable message. There was no ECG available on screen. The customer changed leads, cable and patches. The customer switched to another iabp and the ECG picked up on the same cable. It is unknown if there was any patient harm/injury; however there was no adverse event reported.